Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the slda-clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted at a2p2. A second clip delivery system (cds) was advanced laterally when it interacted with the first clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was deployed to stabilize the slda clip, reducing mr to 2-3. A third cds was advanced medial to the first clip when it became stuck in the ventricle. The clip was unable to be removed back to the atrium therefore a surgeon was called for intervention. The patient was transferred for mitral valve replacement where all three clips were explanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints. Based the information reviewed, the reported device damaged by another device-cause damage was due to user technique/procedural conditions as the second clip interacted with the first clip. The single leaflet device attachment was a result of device damaged by another device. The additional therapy/non-surgical treatment was a result of case specific circumstances as a second clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.